Event description:
The customer rep0rted that while the unit was in use on a patient, the unit displayed a low vaccum error message. The patient was switched to another unit and therapy was continued. No patient injury was reported.